Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a metal piece came out of the synchroseal instrument and fell inside the patient. The fragment was retrieved during the same surgical procedure. The customer replaced the synchroseal instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged distal washer to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have the distal washer dislodged. The distal washer was returned with the instrument. There was no obvious damage to the distal pin, but the distal washer was found to exhibit a cracked damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. A review of the logs showed no failures. The instrument was transferred to advanced failure analysis (afa) for further investigation. The afa team confirmed the above findings. The instrument pivot pin washer was found to be dislodged. The pivot pin washer was found to be cracked with light damage to the outer surface of the washer. The pivot pin was found to be swaged and fully secured within the instrument jaws. Additionally, the #1 input of the instrument was found to have a dislodged retaining ring and bearing. This is a secondary finding, and the dislodged retaining ring was recovered on the magnet inside the instrument housing. The root cause of this failure is attributed to manufacturing.